Event description:
Nurse attending to neonate noted that she had confused the chest tube with the pulse oximetry sensor cable, since they both looked the same. Nurse was concerned that she could have tugged on the chest tube, pulling it out of position, thinking that it was the pulse oximetry sensor cable.manufacturer response for pleural and pneumopericardial drainage tray, (brand not provided) (per site reporter).====================== manufacturer response for pulse oximeter adhesive sensor, masimo set (per site reporter).